Event description:
It was reported that after "tvt" procedure the pt required vaginal repair of 3rd degree rectocele. Asymptomatic 2nd degree rectocele prior to colosuspension. Since then rectocele bulge worsening by colposuspension.